Event description:
A customer reported being unable to test glucose due to the freestyle libre 2 reader not powering up with a button press or test strip insertion. As a result, the customer was unable to obtain glucose results and went to hospital to obtain new reader. On the way, the customer experienced symptoms of weakness, slurred speech, tremors, and confusion. A blood glucose of 29 mg/dl was obtained (unspecified device) and the customer was treated at hospital with sugar and milk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test glucose due to the freestyle libre 2 reader not powering up with a button press or test strip insertion. As a result, the customer was unable to obtain glucose results and went to hospital to obtain new reader. On the way, the customer experienced symptoms of weakness, slurred speech, tremors, and confusion. A blood glucose of 29 mg/dl was obtained (unspecified device) and the customer was treated at hospital with sugar and milk. There was no report of death or permanent impairment associated with this event.